Event description:
It was reported that chemotherapy infusions are taking longer than 30 minutes on spectrum pumps. During troubleshooting a test was performed using a baxter non-pvc bag 250ml d5w with taxol tubing and ran it at 500ml/hr. In exactly 30 minutes the pump alarmed to indicate it had infused the 250ml but the bag still had fluid. Running through the remaining volume there was another 60ml of overfill. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report was initially submitted with an incorrect fei# (FDA establishment identifier). The correct fei# is (B)(4).